Manufacturer narrative:
Device evaluation summary: device evaluations of battery packs and have been completed. The reported problem confirmed. Battery pack was received with 0 volts output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. Battery pack had a bent connector pin which resulted in the reported battery fault indication. The damaged connector was replaced and the battery was tested. The battery pack functioned properly once the cells were recharged. The root cause of the bent pin was not determined. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received two replacement battery packs.

Event description:
A male pt contacted lifecor customer support to report that a question mark appeared when one battery was inserted. The other battery indicates a "battery pack fault". Two replacement battery packs were provided to the pt.